Manufacturer narrative:
Awaiting return of device in question from user facility. Awaiting return of device in question from user facility.

Event description:
Core biopsy performed on (B)(4) 2011. During tissue retrieval from the patient's breast, the wire on the wand (probe) capture basket broke. Fragments of wire were left behind in the pt. Wire fragments obscured the second cluster of microcalcifications to be biopsied. Pt underwent surgical biopsy the next day to remove second set of microcalcifications as well as the wire fragments. No complications reported. Pt healing normally.